Manufacturer narrative:
Additional information was received that the per the physician, the cause of death was cardiogenic shock from right coronary artery (rca) occlusion, aggravated by hemorrhagic shock from bleeding at the left common femoral artery which tightened the hemodynamic situation. The occlusion and subsequent death were attributed to the valve implantation. The cause of the bleeding in the left groin was a combination of deep set vessels with a long channel and hemorrhage into the tissue from the non-primary puncture on the contralateral side. Considering these factors would kink the guidewire, the change from a 6 french to 7 french sheath for use of the snare was performed under CPR which resulted in the loss of left vascular access. The dcs did not contribute to the death or bleeding. No autopsy was performed. Updated: a1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the right femoral artery was used for access. After releasing the valve the blood pressure dropped due to an occlusion of the right coronary artery. A snare was used through the left femoral artery in attempt to snare the valve out of the aortic annulus into the ascending aorta. During this attempt, sheath and wire access in the left femoral artery was lost. A new puncture was made in the left femoral artery and another attempt to snare the valve across a new sheath was made. The valve was partially snared and the right coronary artery was no longer occluded. Bleeding in the left femoral artery was noted and the patient was hemodynamically unstable. The right coronary artery became occluded again. Extracorporeal membrane oxygenation (ECMO) was initiated using the femoral groins. The right brachialis artery was punctured and the valve was snared into the ascending aorta. It was noted that cardiopulmonary resuscitation (CPR) was done throughout the procedure. The patient was unable to be stabilized and passed away.

Manufacturer narrative:
Conclusion: the device history record was reviewed and revealed this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic, so no product analysis could be performed. A review of event images showed a valve load check which confirmed a good load. The imaging confirmed the right coronary artery was occluded after the valve was deployed to 100%. There were several attempts to open the right coronary artery which was successful for a period of time. The final angiogram showed a 100% occluded right coronary. Imaging provided did not contain the rescue attempts related to cardiopulmonary resuscitation (CPR), the femoral artery issues, or snaring of the valve to another location. Hypotension is a known potential adverse effect per instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause of the hypotension could not be determined. Coronary occlusion is a known potential adverse event in the device IFU associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, with the information available and image review, the conclusive cause of the coronary occlusion could not be determined. A decision was made to snare the valve out of the aortic annulus into the ascending aorta; though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. The IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ as reported, the cause of death was cardiogenic shock from right coronary artery occlusion, aggravated by hemorrhagic shock from bleeding at the left common femoral artery which tightened the hemodynamic situation. As neither an autopsy nor an explant was performed. A conclusive assessment of the relationship between the event and the device could not be established. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate a device malfunction or misuse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.